Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 301 mg/dl and insulin injections were administered to address the bg level. The customer thought that there was a potential pump issue that was causing the high bg. As the customer was not currently experiencing a high bg, tandem technical support advised the customer to discuss the event with a healthcare provider.